Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc lot range 2.9 - 4.5 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The maximum difference between measurements was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 9:20 am, the meter result was 3.2 inr. An hour later the customer was drawn for a laboratory test and the result was 2.3 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The laboratory result was believed to be correct and no changes were made to the warfarin dose. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no warfarin dose change, no new medications, no new illness, no diet changes, and no signs of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.